Event description:
The caller reported that the pump became hot to touch, although no temperature alarms were recorded at the time. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support initiated a return merchandise authorization for the pump and charging supplies and sent a replacement pump. The customer was advised to program the new pump with their settings and connect their continuous glucose monitor. Instructions were also provided for putting the pump into storage mode and returning it to tandem to avoid additional charges.